Manufacturer narrative:
It was reported that the device cause a rash that required follow up. No additional information was provided. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
"Patients are developing a rash after the drape".